Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Event description:
It was reported that during a laparoscopic case that a bowel grasper jaw broke off the device and was in the patient. The jaw was removed and the case continued. No negative impact in state of health reported.